Event description:
It was reported through the patient outcome that the patient was bridge to transplant and underwent heart transplantation on (B)(6) 2021. The outcome was reportedly device/therapy related and the device would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the reported event did not reveal a device related issue. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2021. Heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. The center stated the patient was routinely transplanted and no device related issues were reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had not been transplanted due to a device or therapy related issue and the device operated as expected.